Manufacturer narrative:
No product was returned for investigation. It was stated that the patient had calcified and tortuous vessels. During removal vascular surgery was called for a cutdown as two perclose were attempted and failed due to the calcium. Based on the clinical details, the root cause of the vascular complication is most likely due to the patients condition. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon explant of an impella cp closure of the groin site was complicated when the perclose sutures failed. Hemostasis was achieved with cutdown surgery. The patient survived.